Event description:
The customer reported that the pump battery was not charging despite being connected to the tandem charging cable and plugged into a wall outlet. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try a different usb cable, which successfully resolved the issue and allowed the pump to begin charging, requiring no further assistance.